Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with sensing issues. Low r-waves of 1.75mv were observed during interrogation. However, when the lead was tested with the psa cables, the r-waves were 4.7mv. An anomaly with the device was suspected. The lead remains implanted.